Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, while the shunt sensor was being unpacked, a leak was observed. No patient involvement as this occurred out of box.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 16, 2018. (B)(4). The returned sample was visually inspected; buffer remained in the unit, but it was below the normal production level, and no other visual anomalies noted. The unit was pressurized with air (as received) up to 1030 mmhg, submerged in a water bath, observed for any leaks, and no leaks were noted. The large blue cap was then loosened and retightened with a calibrated torque wrench to production specification. It was leak tested for the second time, and a leak was noted while attempting to hold the 1030 mmhg pressure after approximately 10 seconds. A leak was noticed most likely due to dried salt crystals sealing the threads from the dried buffer solution. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit and inside the pouch. It was pressurized up to 1030 mmhg, and no leaks were noted. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.